Event description:
Boston scientific received information from the patient advocate that the patient¿s pacemaker was not working as told by the clinician. It is noted that there was no programmer during in-office check. Boston scientific technical services (ts) discussed that maybe the device was not pacing at that time and a programmer is needed to know if the device is functioning. Attempts were made to attain additional information; however, were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information obtained from the field which indicated that the device was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.